Manufacturer narrative:
The insulin pump passed displacement, operating currents, self test, off no power, a21 error test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected low battery alarm noted. The drive support disk was inspected and no anomaly was noted. Low reservoir alarm function properly during test. The insulin pump received was with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump was not working. Customer's blood glucose was 454 mg/dl, treated with manual injections. Troubleshooting was performed. Symptoms were urinating about every hour and she gets pressure in her chest. Customer reported the drive support cap was sticking out. Customer was not sure how the damage occurred to the drive support cap. Customer did not recall pressing it back in. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.